Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the report of implant was blocked at the entrance of the injector. Difficulty to take it out and to put it back in with as consequence marks on the implant and defect in the cartridge. The marked implant was implanted in the patient's eye, no consequences for the patient till date. Additional information was requested and received lens surface was damaged. Additional information was requested and received that the mark on the implant is more limited than expected. We should be able to avoid changing the implant.